Event description:
It was reported that a user experienced hyperglycemia after initiating therapy on the ilet bionic pancreas, with the device displaying high glucose and concurrent use of a teflon 6 mm infusion set and a dexcom g7 sensor. Symptoms included elevated blood glucose without reported loss of consciousness or need for emergency care. Outcomes included a troubleshooting call during which the user removed the infusion set, confirmed the cannula was straight, inserted a new infusion site, filled the tubing with visible drops, and resumed insulin delivery, with a plan for follow-up to assess glucose readings. Investigation included technical support troubleshooting and user re-education on infusion set replacement and line priming. Investigation of this case revealed that insulin delivery may have been impaired due to an infusion site or tubing issue that resolved after set replacement and priming. It was concluded that the event was user-reported hyperglycemia with cause unclear, with resolution actions implemented during the call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.